Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneursym in 2003. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the aneurysm was 70 mm in length x 40 mm in diameter. Vessel morphology is unk. The pt has a history of cerebral vascular disease. It was reported that the contralateral limb could not be cannulated because aoritc bifurcation was small, tight and very diseased. The physician tried multiple approaches unsuccessfully. The device was converted to an aorto-uni-iliac device, and a femoral-femoral bypass was performed. Final angiogram demonstrated an acceptable outcome with no endoleak. No clinical sequelae were reported, and the pt is reported to be fine.